Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra ping meter read inaccurately low compared to their continuous glucose monitoring system (cgms). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 1.30pm, alleged obtaining an inaccurate result of ¿52mg/dl¿ with the subject meter and ¿230mg/dl¿ with another device (cgms), performed within an unknown of each other. It is unknown if the results would/would not meet lifescan¿s accuracy criteria as the comparison is against a continuous glucose monitoring system, which measures interstitial glucose versus the meter which typically provides a measure of plasma glucose. The patient stated they manage their diabetes with insulin pump. The patient confirmed that they did not make any changes to there usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of ¿irritable, tired, upset¿ 10-15 minutes after the product issue. The patent alleged self-treatment with humalog with a dose of ¿0.25 units to start¿ 10 minutes later. The patient alleged using another device (unknown) an obtaining a result of ¿215mg/dl¿ taken at an unspecified date and time. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did there receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting and although the comparison is not a viable comparison the difference is significant, along with an additional device being used which is in line with the cbgs result.